Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified: event summary: it was reported that a potential revision surgery is planned due to acetabular component loosening, implant migration or unresolved pain. Elevated cobalt and chromium ions stated. The implantation date of the devices is (B)(6) 2010. Review of received data: - one ap view x-ray dated (B)(6) 2013 is received for the investigation. Components look well positioned. Inclination angle of the cup is around 45° which is in the normal range. Dark line around the greater trochanter laterally is observed. However, since there is no other postop x-rays to compare, it is not possible to point to any radiolucency existence. - office visit dated (B)(6) 2016: patient's aspiration is synovasure positive. Large fluid collection. Chronically loose cup. Patient pushes off the revision. Revision surgery isplanned. - office visit dated (B)(6) 2016: elevated titanium level. MRI shows massive fluid collection. Pseudocapsule consistent with metal reaction, probably loose mmc. Revision surgery to be planned. Test results showed high level of chromium and cobalt ions. - office visit dated (B)(6) 2015: pain free motion of the patient. X-rays look fine. No wear, lysis or loosening. Components well positioned. Metal ions test planned. - office visit dated (B)(6) 2013: patient with no complaints. X-rays with no lysis or loosening. - office visit dated (B)(6) 2011: patient with no complaints. X-rays with no wear, lysis or loosening. - surgical report dated (B)(6) 2010: pre-op diagnosis: osteoarthritis right hip and dysplasia operation: zimmer device implanted with success. Equal leg length, excellent stability of the components and safe range of motion with no impingement. No abnormlaities observed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea: - increased wear due to clearance too small ¿ rim loading. => not possible: received x-ray confirm the adequateness of the clearance - increased wear due to clearance too large. => not possible: received x-ray confirm the adequateness of the clearance. - no self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material. => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. - increased wear due to perpetual boundary lubrication of articulation due to inproper design parameters (e.g. Diameter, roughness, etc.). => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. - increased number of wear particles due to chemical corrosion. => possible: the product was not available for investigation, therefore cannot be excluded. - reduced rom, increased wear due to component malpositioning. => not possible: components look well-positioned. - increased wear due to component missmatch (wrong size). => not possible: the product combination was compatible, correct sizes were used. - increased wear due to component damaged during operation - scratches on articulation surface. => possible: proper handling of components during surgery is out of zimmer biomet control. - increased wear due to wrong pairing due to missing "metasul" sticker. => not possible: the product combination was compatible. Conclusion summary: follow up visits of the patient during 5 years time in-vivo showed no problem of the thr. It is possible that excessive loading or patient disregarding the limits of the thr could lead to the reported event. No x-rays confirming the loosening were received. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation, it is still implanted. Medical notes and surgical reports were provided for review. Where lot numbers were received for the devices, the devices history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with a zimmer mmc, cup, uncemented, 60 mm/52 mm, code r on the right side on (B)(6) 2010 and is being currently monitored due to fluid collection, loosening, elevated cobalt and chromium ions and pain.